Event description:
A hospital in another country, reported to our distributor that four mr290hfv humidification chambers cracked and leaked during pt use. It was reported that the pt was on high frequency oscillatory ventilation. No pt consequence was reported.

Manufacturer narrative:
We received this complaint stating multiple event dates in 2008. The report stated that all three mr290hfv humidification chambers were used on the same pt. The report did not specify if the fourth mr290hfv humidification chamber was used on the same pt or on a different pt. D4: the following lot numbers were provided for events that occurred in 2008: 070301 and 070322. The device was not returned to the MFR. Investigation was conducted based on the event description and previous investigations on similar complaints. Results: the cracks are likely to have occurred during use from stresses induced by high frequency oscillations on the plastic chamber dome from the high frequency oscillatory ventilator. Conclusion: cracks in the plastic chamber dome can occur when high frequency oscillations are encountered. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0255%. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future.